Event description:
An altitude alarm was reported on the pump, which prompted a halt in insulin administration. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer followed instructions to clean the pump's speaker holes and manage the cartridge, eventually resuming insulin without further issues. Tandem technical support offered tips to prevent future altitude alarms, and the customer confirmed understanding.